Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4) / (B)(4) description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30 serial #: (B)(4) / (B)(4) description: infinion splitter 2x8 kit (30 cm); model #: sc-4316 serial / lot #: (B)(4) description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had redness and infection at the pocket site. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was treated in the hospital with IV antibiotics. The patient is now home and recovering well.

Event description:
A report was received that the patient had redness and infection at the pocket site. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was treated in the hospital with IV antibiotics. The patient is now home and recovering well.

Manufacturer narrative:
Additional information was received that the patient was explanted due to a possible allergy to the device.